Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 95% stenosed de novo lesion was located in a non-calcified and non-tortuous ostial diagonal artery. The lesion was predilated with a 2.00x12 maverick balloon. The 2.25x16mm taxus atom drug eluting stent was advanced to the lesion and deployed at 10 atms for 45 seconds. The stent was well positioned and well apposed. The stent delivery system balloon was successfully deflated, but balloon withdrawal resistance occurred. The physician inflated the device for 60 seconds under negative/neutral pressure while twisting and turning the catheter to release the balloon. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).